Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the tubing on multiple occasions. The customer's blood glucose (bg) level ranged from 300 mg/dl to over 600 mg/dl with moderate to high ketones. The bg level was addressed with a manual injection. At the time of the report, there were no air bubbles in the tubing. Reportedly, the contact started using room temperature insulin.